Event description:
After lasik surgery, I immediately had sinus problems, which I've never had in my entire (B)(6) years. After a year of being miserable I went to ent, and was diagnosed w/allergic rhinitis. He put me on some pills and "gave me save sauve for my nose," and nasal spray, that was 2 months ago, and I can breathe a little easier, but not much. I also have a lot of pain/ headache almost everyday in my temples, and ear crackling and pain. I am still on the expensive eyedrops but there just before bed in the morning and the other ones, which I have tried them all, don't help at all. I wish I could go back to that day and just run out of there.